Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clincal study. Same case as MDR#2134265-2012-04585 and 2134265-2012-05115. It was reported that post a stenting treatment procedure, myocardial infarction and death occurred. In (B)(6) 2008, the patient presented with stable angina and cardiac catheterization was recommended. The 75% stenosed, 20.0 mm long target lesion was located in the proximal left circumflex artery with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 2.75 x 24 mm study stent with 0% residual stenosis. A non-target lesion located in the mid left anterior descending (lad) artery was treated with balloon angioplasty and placement of a taxus express 2 stent. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with chest discomfort and shortness of breath. The patient was diagnosed with unstable angina and non q wave myocardial infarction. Cardiac catheterization was recommended. The 90% stenosis in the mid lad was treated with balloon angioplasty and placement of a 3.50 x 12 mm veriflex stent, with 0% residual stenosis. Eight days later the event was considered resolved without residual effects and the patient was discharged. In (B)(6) 2012, the patient was found to be lying on the couch and unresponsive when the ems arrived. On physical examination, it was found that the subject was unresponsive with dilated eyes and central cyanosis. No spontaneous respirations were noted. The clinical impression for the cause of death was cardiopulmonary arrest.